Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The afx introducer system was returned and evaluated. The marker band had separated from the tip of the introducer sheath, and there was evidence of significant sheath crumpling and delamination of the ptfe liner. This damage appears to have occurred due to excessive force applied to manipulations of the catheter.

Event description:
After successfully deploying a bifurcated device the physician advanced the afx introducer system; without replacing the bifurcated device delivery system inner core. The marker band on the afx introducer system appeared deformed. The delivery system inner core was removed and the marker band became detached from the afx introducer system. The physician removed the afx introducer system. A second afx introducer system was prepared. An aortic extension was deployed; which pinned the marker band between it and the bifurcated device. The procedure was completed and the patient reportedly tolerated the procedure well.